Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 405010) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained that coaguchek xs meter serial number (B)(4) stops and doesn't give a result and received a discrepant inr result when compared to a laboratory result using the acl top 300 analyzer with the recombiplastin 2g reagent. The patient performed a display check and the meter displayed '888' with no missing segments. At 5:36 p.m. The meter result was 1.5 inr and around 8:00 p.m. The laboratory result was 2.3 inr. The laboratory result was believed and no change was made to patient's jantoven dose. The patients therapeutic range is 2.0-3.0 inr and test weekly. The patient is in stable condition.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured with retention test strips in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.